Event description:
The customer called and to troubleshoot calibration errors leading to change sensor alerts with the sensor. The customer's blood glucose had gone up to 511 mg/dl, after customer did not administer a bolus following a meal. The customer stated the high blood glucose was expected. Customer then treated and the last reading at the time of the call was 167 mg/dl. Calibration techniques were discussed and customer was advised the sensor would be replaced.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.